Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a failure of the bi-board due to the amount of use and age of the device (over 6 years).

Manufacturer narrative:
The device was inspected by olympus as part of the asset return process. During the inspection, it was found there was no device output and no front panel control function. A faulty circuit board was identified as causing both of these issues. The issues resolved when the circuit board was replaced. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon inspection of the high definition lcd monitor by an olympus service technician, it was discovered there was no front panel control and no output on the displays. The unit was inspected as part of the asset return process. There was no customer complaint associated with this event. There was no patient involvement or impact to patient care associated with this event.